Event description:
It was reported that the patient¿s system was explanted due to an infection. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as spinal pain and post laminectomy pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.